Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate (advanced age and moderate calcification) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by edwards japan affiliate, post deployment the patient was hypertensive. A percutaneous cardiopulmonary support (pcps) was implemented. Although bp became stable, volume overload was performed as blood circulation failure. Tee revealed lv collapse and pericardial effusion increased. Pericardiocentesis from xiphisternum was performed. Although bleeding was small quantity, it increased to 100ml/ min. Thoracotomy was performed. Oozing between right coronary cusp (rcc) and non-coronary cusp was confirmed and an astriction by using hydrofit was completed. The operator commented: for the patient with chronic thromboembolic pulmonary hypertension, swan-ganz catheter with pcps was required. As there was no pericardial effusion for a hour, pcps might have been caused it. The annular diameter measured 28.0039 x 23.7 mm with area of 506.5 mm2. Native valve calcification was moderate. Aortic root calcification was mild. Aortic annulus calcification was none. The valve remained implanted in the patient and would not be returned for evaluation. Per the latest report, the patient was scheduled to withdraw the pcps on postoperative day (pod) 20 or so. However, the patient passed away on pod 19. Although pcps was withdrawn, the patient had infection and could not improve. The cause of death was "pneumonia".